Event description:
The pt reported her blood glucose measured 324 mg/dl at 4:00-5:00pm on (B)(6) 2010 and she bolused through the infusion device. At 7:15pm, the pt did not feel well and she became unconscious for 1-3 minutes. She was found by her son and he called an ambulance. The patient's husband went to the pt and she was very confused and had a laceration on her head. Emergency personnel measured the patient's blood glucose as 63 mg/dl bu the pt believes it was 45-50 mg/dl. She was taken to the hospital by ambulance and received stitches in her head. At 10:00pm, the hospital informed the patient's husband that the infusion device does not work. The battery was changed in the infusion device but was unsuccessful. The patient switched to her backup infusion device. She was released from the hospital on (B)(6) 2010. Her normal blood glucose range is 90-130 mg/dl. She stated that 2-3 weeks ago, the infusion device did not properly display a2 (battery low) prior to e2 (battery depleted). No further info is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.